Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by cloudy fluid. The breach in aseptic technique was not further described. The patient was not hospitalized for the peritonitis event. The day prior to the peritonitis diagnosis, the patient began treatment with intraperitoneal (ip) vancomycin injection (1g every five days, ongoing) and ip fozid injection (1gm, every night dwell, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient has recovered from the event. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.